Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure?--73 years old , male 2. What were the diagnosis and indication for the index surgical procedure?--the patient with lumbar disc herniation and sciatica underwent posterior lumbar decompression, fusion and internal fixation under general anesthesia on may 29, 2024; absorbable hemostat was used for hemostasis during the operation. 17 days after surgery , the patient had fever with body temperature of 39.0¿ complicated with low back pain and effusion. Bacterial culture suggested staphylococcus epidermidis. Puncture drainage, perfusion and irrigation were given. The patient's body temperature was gradually normal, vital signs were stable, and the patient was healed and discharged. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.--the patient was an elderly male, thin, with admission albumin of 31.4 g/l and general nutritional status. The patient's resistance is low, with a history of high blood glucose which was not diagnosed; admission fasting blood glucose: 6.13 mmol\/l, glycosylated hemoglobin 5.5 (normal), blood glucose was at the critical value 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding 5. Has any surgical or medical intervention been performed? Vancomycin was given for symptomatic treatment according to drug sensitivity test, and wound perfusion and irrigation were performed. 6. What is physician¿s opinion as to the cause of or contributing factors to this event? Unable to determine, maybe related to patient 7. What is the patient¿s current status?--healed discharge 8. What is the users experience w/ surgicel fibrillarand other hemostatic agents? Normal the following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? 2. Where was the surgicel used (on what tissue)? 3. How much surgicel was used during the procedure? 4. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior lumbar decompression, bone graft fusion, and internal fixation procedure due to lumbar disc herniation and sciatica on (B)(6) 2024 and absorbable hemostat was used. Hemostatic gauze was used to stop bleeding during the surgery. 17 days after the surgery, the patient had fever, body temperature of 39.0, pain in the waist and back, effusion, bacterial culture showed staphylococcus epidermidis, and puncture drainage perfusion was given; the patient's body temperature gradually returned to normal, vital signs were stable, and he was discharged after recovery. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Has any surgical or medical intervention been performed? 9. What is physician¿s opinion as to the cause of or contributing factors to this event? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 11. What is the patient¿s current status? 12. What is the users experience w/ surgicel fibrillarand other hemostatic agents? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.